Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/21/2016 with the following findings: evaluation revealed that the keypad is torn at up arrow. All buttons were responsive during investigation. Removed keypad to inspect under contacts; no contamination found under contacts. The battery compartment is cracked below the bumper at the case seal. Abb cover damaged/punctured. Abb is responsive during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(6) 2016.